Event description:
Complaint alleges that the applier was unable to load clips. This was discovered during use on a patient. No harm to the patient was reported. Patient current condition is reported as fine.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. Failure mode "unable to load clip" was unable to be confirmed with the picture that was submitted. No other defects were observed. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. Manufacturer will continue to monitor and trend similar complaints.